Event description:
It was reported that a patient had a loss of therapeutic effect four days prior to the report and she had a return of leakage symptoms. The patient had a shocking or jolting sensation and when she stood straight she could not feel stimulation, but if she bent over she felt little ¿jolts¿ of electricity. She increased stimulation from 0.9 to 1.1 on program 1. It was later reported that the patient had turned the device off and/or had turned it back on. The device was off and on since (B)(6) 2015 and was off most of the time. The patient experienced loss of therapeutic effect and sudden loss of stimulation. There was 50 percent or greater symptom reduction, the cause of the event was determined, and it was device related. Actions taken to mitigate the event included reeducation with the patient to evaluate if the device was on or off and the patient was educated not to change programs and to call the doctor¿s nurse. Re-education occurred on (B)(6) 2015 and they were not able to reproduce the complaint of jolts in the pelvic area. Reprogramming was needed. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0mrwk, implanted: (B)(6) 2015, product type: lead. (B)(4).